Event description:
The vitrectomy cutter failed to cut during surgery. The tips did not meet to create the necessary guillotine effect. Another cutter was used to complete the surgery. There was no injury to the pt.